Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The issue was corrected by replacing the defective nozzle unit, the defective part discarded. There are no ventilator logs available that could show the type of malfunction that occurred, there are no parts available for investigation, and there are no pictures showing what kind of damage the nozzle unit had. Preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. Only original parts from the manufacturer must be used. Spare parts and maintenance kits can be ordered from your local getinge representative. When performing this maintenance, a maintenance kit 5000 hours should be used. The following parts shall be replaced and they are included in the maintenance kit: filters for the gas modules, nozzle units for the gas modules, bacteria filter for the inspiratory pressure transducer. There is no information of when preventive maintenance (pm) was performed before this reported issue, failing to perform pm will eventually lead wear & tear damage of the parts that are supposed to be replaced during pm. The cause to this reported issue cannot be established due to lack of parts and data to investigate.

Event description:
It was reported that during a check of the ventilator, the nozzle unit in the o2 gas module was found defective. There was no patient involvement. Manufacturer's ref #: (B)(4).